Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge percentage was intermittently observed to stay static despite being plugged in and charging successfully. There was no adverse impact to the customer's blood glucose (bg) level. The customer would continue to use the pump for insulin therapy.